Event description:
It was reported that the device was moved to the abdomen and was ultimately removed and replaced due to radation therapy causing the device to reset. This caused the device alert to go off. In addition the physician decided to upgrade the device due to battery life. The device was removed and replaced. No patient consequences occurred due to the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.